Manufacturer narrative:
Additional data: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025597 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025597 , test base part number 190-430 / lot 1025597. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025597 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination. MFR.reference: 1221359-2021-01759.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 1025597 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 191-000 / lot: 1025597 , test base part number: 190-430 / lot: 1025597. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 1025597 showed that the complaint is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination. MFR. Reference: 1221359-2021-01759.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR. Reference: 1221359-2021-01759.

Event description:
The customer reported false positive results with the ID now covid-19 for two (2) patients performed on different dates. This MFR. Report addresses patient one (1) of two (2). The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021. Confirmation testing (platform: diagenode) generated negative. The customer stated the patient was not symptomatic. It was noted,that patient has been admitted in covid area with high risk of contamination.